Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the chest x-ray one day post implant showed air in the abdomen. It was determined that in the process of tunneling from the xyphoid to the pocket, the physician perforated the bowel with the tunneler. The patient underwent a laparotomy and the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted. The products were sent to the hospital's pathology department. The patient was stable, but remained in the hospital for additional time. No additional adverse patient effects were reported.